Manufacturer narrative:
Upon receiving feedback from customers regarding an injection needle product packaging containing an extra defective needle cap, our company immediately organized quality control, production, and other relevant personnel to investigate the situation. The specific findings are as follows: (1) production process review: after retracing the production process batch records and final product inspection reports based on the batch number, it was found that the adhesive of this batch of injection needle products was full, and the rigidity and toughness met the standard requirements. There were no changes in the production process or raw materials. (2) market feedback check: upon reviewing feedback from the past six months, our company did not receive similar product complaints. (3) retesting of samples: on (B)(6) 2023, (B)(4) samples of batch number: ckdb07-01, specification: 22gx1 1/2" (0.7x38mm) were selected for visual inspection, and no anomalies were found (inspector: song wenxiu). Based on the above investigation, customer feedback, and analysis of the production process and technology of injection needle products, it is concluded that the presence of an extra defective needle cap in the packaging was likely due to an incident during the paper-plastic packaging process where a needle got stuck in the feeder due to the cap of some needles falling off. This resulted in the defective needle entering the paper-plastic packaging bag. The quality inspector in the subsequent packaging process overlooked this issue, leading to its inclusion in the final packaging.

Event description:
Mckesson filed a complaint (B)(4). The customer reported that when she connected the needle to the syringe, she then proceeded to handle the needle packaging. While holding it, the excess needle got stuck, coincidentally in the same packaging as the needle already attached to the syringe. This extra needle was exposed without a safety cover and the gray needle hub used for connecting to the syringe was damaged.